Event description:
The patient reported that they have lupus and ms, and requested MRI compatibility guidelines. It was noted that the lupus and ms are not related to the patient¿s device or therapy. The patient stated that their device has not worked in years, and is giving them pain at their pocket site. They also noted that their implantable neurostimulator (ins) is moving towards the spine area, and their healthcare provider wants to remove it. It was noted that the patient' starting having pocket pain over a year ago, and their ins started moving in (B)(6) 2016. The patient was to follow up with their healthcare provider. Indication for use is other chronic/ intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.